Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).  The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). After pre-dilatation was performed using a 2.75x15mm non-bsc balloon catheter, a 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the tortuous area on the proximal rca and the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.